Manufacturer narrative:
(B)(4) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 16, 2017 that a wallflex biliary covered stent was implanted on (B)(6) 2016. The patient was enrolled into the (B)(4) clinical trial on (B)(6) 2016. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken reported dark urine, pale stools, itching and jaundice. Liver function test were also performed on. The patient¿s karnofsky score was 100. Imaging (chest CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 3.4cm was noted in the head and body of the pancreas. On (B)(6) 2016, a biliary sphincterotomy was performed and the patient underwent study stent placement. The wallflex biliary fully covered study stent was implanted successfully. On (B)(6) 2017, the patient was transitioned to palliative management with palliative chemoradiation/chemotherapy planned. On (B)(6) 2017, the patient¿s pre-existing abdominal pain was noted to have worsened and the patient went to the ER. Imaging was performed and the study stent was noted to be occluded due to overgrowth. A procedure was performed and another wallflex biliary uncovered stent was implanted within the first stent. There were no reported patient complications due to this event. According to the physician¿s assessment, the patient¿s pain was unrelated to the occluded wallflex stent as it was a chronic condition related to the patient¿s pancreatic cancer. Per the physician, the pain was treated with celiac plexus neurolysis, which is a treatment procedure for chronic cancer pain.